Event description:
It was reported that the hospital staff observed a discrepancy between the pump rate (11.2 ml/hr) and the mar rate (8.9 ml/hr) which raised question to who programmed the device. Upon further inspection, they also noted the device requested patient weight input during reprogramming, a feature unique to a previous version. This raised concerns about whether the pump had been properly updated. The pump was then restarted and set to the correct concentration and rate. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a discrepancy between the pump rate and mar rate was not able to be identified through log review, however the report of an incorrect update of the pcu was confirmed. The pcu passed all the pm (preventive maintenance) tests in alaris system maintenance. A review of the pcu event log showed on (B)(6) 2025 at 9:07 pm a dataset was downloaded into the suspect pcu, the device was turned off on (B)(6) 2025 at 1:29 am and twenty minutes later at 1:49 am was powered on, the user selected the option ¿no¿ for new patient and an infusion was programmed , the same behavior was replicated until (B)(6) 2025 at 1:41 am when the user turned on the suspect pcu and selected the option ¿yes¿ for new patient. Event log of (B)(6) 2025 was not able to be replicated since the new dataset was activated on (B)(6) 2025 through the user keypress ¿yes¿ for new patient; however, a log analysis determined an infusion of drug ID=399, with rate of 11.16 ml/h and vtbi of 258 ml was programmed, the infusion ran as expected, at 8:54 pm the suspect pump module alarmed for occlusion and the infusion was restarted. On (B)(6) 2025 at 1:03 am a delay of 20 minutes was programmed, at 1:40:38 am the pump module was turned off. The event date was reported as (B)(6) 2025, between 1:41 am to 1:42 am the user selected yes for new patient and programmed an infusion of heparin (critical care), with dose of 892.8 unit/h, vtbi of 200ml and rate of 8.928ml/h, at 8:45 am the user programmed a 15-minute delay. Between 11:15 am to 11:17 am the user adjusts the vtbi for 200ml and dose for 992.8 unit/h a rapid bolus of 1 minute with 1488 unit was programmed and completed. At 3:53 pm after a vtbi adjustment of 200ml, the suspect device was turned off. Per alaris system user manual v9.33, the user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. In addition, the interoperability feature is designed to automate infusion programming by allowing the alaris pc unit and modules to receive infusion order parameters from a third-party system (e.g., emr/his) for pre-population. This functionality reduces manual programming steps and is intended to improve workflow efficiency and reduce programming errors. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: testing was unable to confirm or identify the root cause for the report of a discrepancy between the pump rate and mar rate. A log review did not reveal any inconsistencies in the programmed infusions. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hospital staff observed a discrepancy between the pump rate (11.2 ml/hr) and the mar rate (8.9 ml/hr) which raised question to who programmed the device. Upon further inspection, they also noted the device requested patient weight input during reprogramming, a feature unique to a previous version. This raised concerns about whether the pump had been properly updated. The pump was then restarted and set to the correct concentration and rate. There was patient involvement but no harm.